Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "customer removed from dv system and found loosened cables on jaw." Failure analysis found the primary finding of input disk broken to be related to the customer reported complaint. For clarification, the instrument was found to have a broken input disk. Input disk #7 was found completely detached from the base of the housing. As a result, the grip cables at the distal end became loose. Root cause of this failure is attributed to mishandling/misuse. Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10. Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, after the customer used the large clip applier once for clipping, they noticed the movement of the jaw was strange when trying to place another clip. They removed the instrument from the da vinci system and found that the cable was loose. A backup instrument of the same kind was used to continue. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 14-oct-2021: the instrument was inspected prior to use with no damage observed. The clip was successfully applied on the first use, then the surgeon removed the instrument from the arm for the second use. During the second application, the large weck hem-o-lok polymer clip was not applied well. The vessel was not greater than 13 mm in diameter. The instrument did not collide with any other instrument or tool during the procedure and the surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument for evaluation, but the failure analysis investigation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis investigation and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the large clip applier instrument (part # 470230-12/lot# n10180514 0092) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system (B)(4). The instrument had 10 uses remaining after last use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to tissue damage and subsequent medical intervention. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.